Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that "medical issue took place" with his previous cardiac resynchronization therapy defibrillator (crt-d). "Loose wire came through patient's chest, wires were changed and it was left loose and it came through patient's chest". Patient "went into the emergency room and received a new device. The crt-d was removed". The crt-d system was explanted and replaced. No further patient complications have been reported as a result of this event.